Manufacturer narrative:
Correction: d3 additional information: d8, e1, e3, e4, g1, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Title: limitations of current near-infrared spectroscopy configuration in detecting focal cerebral ischemia during cardiac surgery: an observational case-series study source: artificial organs 2018, vol. 42 pages 1001¿1009 article number: 10. If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
According to the reporter, the unit had false negative sco2 values. Following a prolonged wake up period after coronary bypass grafting and replacement of the aortic valve and the ascending aorta, a (B)(6)-year-old male suffered a right-sided hemiparesis. Postoperative CT detected multiple infratentorial and supratentorial bilateral infarcts.